Event description:
It was reported that after using bd vacutainer® safety-lok¿ blood collection set when engaging the safety, the needle did not retract. The following information was provided by the initial reporter: customer reports that when engaging the safety, the needle did not retract.

Manufacturer narrative:
H.6. Investigation summary: material #: 367283. Lot/batch #: 2e3181. Bd had not received samples, but 1 photo was provided for investigation. The photo shows the product packaging. Additionally, (B)(4) retention samples from bd inventory were evaluated by visual examination and another (B)(4) by functional testing, each having their safety shield activated, and no issues were observed relating to retraction failure as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode retraction failure. Bd was not able to identify a root cause for the indicated failure mode. As stated in the IFU, please hold the end of safety shield and tubing, and slide the safety shield straight to cover the winged needle without holding wings.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that after using bd vacutainer® safety-lok¿ blood collection set when engaging the safety, the needle did not retract. The following information was provided by the initial reporter: customer reports that when engaging the safety, the needle did not retract.